Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, nodule/ filler (product distribution issue) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from an us physician and concerns a patient. The patient was injected with radiesse, into the mid face. On an unknown date, after the radiesse injection, the patient experienced a nodule in the tear trough area. As reported, it was surgically removed and pathology sent, confirming filler. The reporter wanted to get a suggested treatment protocol. The outcome of the event was unknown.